Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw insulation came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw insulation came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Signs of clinical use and evidence of tissue and blood was observed on the silicon, at the base of jaw and heater wire. Blood observed to be on the harvesting tool handle. The silicon insulation on the cold jaw was observed to be peeled away at the tip and cracking was observed on the cold jaw to the center, but attached at the base exposing the metal portion of the cold jaw. The silicone was not observed to be detached. Microscopic review observed wire on hot jaw slightly flexed in center, but attached at the base and tip. Based on the return condition of the device the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/bent".